Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1: initial reporter phone number continued: (B)(6). D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 8.5" (22 cm) ext set w/3-way stopcock, spin luer, bulk non-sterile wher eit was reported that the luer lock connector was not holding the tubing tight and was leaking. In mpi myocardial perfusion imaging pressure of 20 cc syringe. It has happened several times. There was patient involvement and no patient injury.

Manufacturer narrative:
One photograph was provided by the customer for evaluation. Unable to verify the complaint from the photograph provided. The customer complaint cannot be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. The device history report (DHR) was not reviewed, no lot number information was provided.